Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
It was reported that: "during procedure using a capio device and suture, the bullet broke off in the patient. Dr tried to find the missing bullet for a long time. Closed the patient and let the bullet inside." The patient's current condition is reported as "unknown".